Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pace impedance measurements, measuring great than 2000 ohms. In addition, noise and oversensing with no pacing inhibition was observed. Technical services (ts) was consulted for troubleshooting and programming recommendations. The pacemaker system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range right ventricular (rv) lead pace impedance measurements, measuring great than 2000 ohms. In addition, noise and oversensing with no pacing inhibition was observed. Technical services (ts) was consulted for troubleshooting and programming recommendations. The pacemaker system remains in service at this time. No adverse patient effects were reported.